Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the forceps needle was noticed to be bent and one of the jaws would not open all the way. The device jaws closed properly and the forceps was easily removed through the scope without scope damage or pt harm. No reported resistance was encountered during introduction or removal of the device through the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Won't open. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).